Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user changed a dexcom g7 sensor before sleep, awoke without cgm readings and with automated insulin dosing stopped for approximately five hours, performed a fingerstick showing blood glucose of 535 mg/dl, entered the value into the ilet, then stopped and restarted the sensor; the ilet report later showed the sensor connected and functioning, and subsequent glucose trended from 263 to 176 mg/dl, with a later value of 162 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing that required user intervention and recovered without additional medical care. Investigation included review of device data and troubleshooting and education. Investigation of this case revealed a cgm pairing or connectivity failure with the responsible device not identified, consistent with a sensor communication interruption that resolved after sensor restart, and no evidence of ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and connectivity factors not associated with device failure.